Event description:
It was reported that the patient was responding well to dose increases, but complained of headaches when not supine. Surgical troubleshooting was done on (B)(6) 2013. During the surgery, purse string sutures and a catheter dye study was done. No leaks were observed, and no problems were detected. The medication used within the system was lioresal. It was later reported that the patient was still responding well to dosing, but had low level headaches when not supine. The physician may lower the dose, do a blood patch, or perform an indium study. It was later reported that the entire catheter was removed on (B)(6) 2013. The pump remained in pocket at minimum rate. A blood patch was performed with a dural sealant. The physician noted that he would explore the catheter and connect it to the current pump when ¿issues resolve¿. It was later reported that the physician finished implanting an 8780 catheter and connected it to the existing pump. The catheter was primed. The blood patch and dural sealant had good results with no headache at the time of the report. The patient remained at the hospital to lie flat for two days. Patient was to wear an abdominal binder when up.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).